Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple weeks of implant, a small effusion was noted, and it was suspected that the right ventricular (rv) lead had perforated. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.